Event description:
It was reported that a small volume intermate had white particles floating in the bladder. This was found before use. The device was filled with tobramycin. There was no patient involvement. No additional information is available. Report three of three.

Manufacturer narrative:
(B)(4). The device was manufactured july 9, 2014 - july 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter - address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.